Manufacturer narrative:
Additional components potentially involved in the event include: common device name: octrode, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000165008. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was report that during a permanent implant procedure on (B)(6) 2025 the patient's cardiac rhythm was abnormal. In turn, the procedure was aborted. No device was implanted. Note: it is unknown which lead is related to this issue.